Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 27mm watchman laa closure device & delivery system (wds) were used. The 27mm closure device was deployed in the laa, but did not meet release criteria and was fully recaptured. Next a second 27mm device was used and positioned in the laa. This device met release criteria, but it was proximal with some shoulder. The device was released. When the device was visualized on echo it was noticed that it had shifted and was not occluding the appendage and appeared unstable. The physician proceeded with recapturing the closure device with a snare. The device was encapsulated with the snare and a second snare was used to recapture the device. The device was removed without any complications. A 30mm wds was used next and the device met release criteria and was released in the laa. The patient was fine with no hemodynamic complications or other issues.